Event description:
Customer alleged back, left wheel fell off. No injury alleged.

Manufacturer narrative:
The consumer is a male whose age, height and weight are unknown. The consumer stated he was on vacation at (B)(6) and while pushing the transport chair the left rear caster fell off. It is unknown if the consumer was in the chair or if he was pushing it. No injury or medical intervention alleged.